Event description:
On (B)(6) 2010, a pt ((b(6)), an (B)(6) male, was admitted to the hospital with increasing shortness of breath and palpitations. His history was significant for t-cell lymphoma, status post chemotherapy. During the course of the hospitalization, the patient's respiratory status declined to the point where he developed respiratory failure. On (B)(6) 2010, dr (B)(6) ordered and performed a tracheostomy placement while the pt was in the ICU, as a result of the pt's worsening pulmonary status. The #8 shiley tracheostomy tube was packaged as part of a trach kit provided by cook medical and was a cuffed shiley tracheostomy tube. The trach was packaged in a cook tracheostomy kit which our tracking system shows to have been lot # 24388887. The trach was explanted and replaced by another trach tube by dr (B)(6) as a result of inexplicable air loss which was noted by nurses and respiratory therapists after the trach tube was initially placed. During the process of explanting and replacement, the pt developed worsening respiratory distress, cardiac arrest and CPR was initiated. Unfortunately, the pt passed away on, or about, (B)(6) 2010. The hospital received notice of a recall of cook tracheostomy kits, lot # 24388887, after this event.